Manufacturer narrative:
Citation: erlebach m, et al. The 10-year horizon: survival and structural valve degeneration in first-generation transcatheter aortic valves. Archives of cardiovascular disease. 2022 jun-jul;115(6-7):369-376. Doi: 10.1016/j.acvd.2022.04.007. Epub 2022 may 26. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of transcatheter aortic valve replacement (tavr) in high-risk patients with a follow-up of 10 or more years. All data was retrospectively collected from a single center. Between june 2007 and december 2010, a total of 510 patients (predominantly female, mean age 79.6 years) were treated with tavr and were included in the study. Patients underwent tavr with either a non-medtronic valve system (n = 162) or a medtronic corevalve system (n = 348). No unique device identifier numbers were provided. Among all 510 patients, 15 immediate procedural deaths occurred. The circumstances of these deaths were not disclosed. However, considering the timeframe in which these deaths occurred, medtronic product may have been a contributing factor. None of the other deaths reported in the article were associated with medtronic product. Among all 510 patients, non-death adverse events included: pericardial tamponade; coronary obstruction; need for extracorporeal membrane oxygenation or cardiopulmonary resuscitation; conversion to conventional surgery; stroke; transient ischemic attack; new permanent pacemaker implantation; mild to severe paravalvular aortic regurgitation; elevated aortic valve gradients; bleeding; malplacement requiring reintervention; and major vascular or non-vascular access-related complications. Although a direct correlation was not made, medtronic product may have been associated with these adverse events. Between 10 months and 12 years after tavr, nine corevalve patients developed structural valve deterioration (svd). Reasons for svd included: gradient increase > 20 mmhg from baseline (4 cases), mean gradient > 40 mmhg (2 cases), aortic regurgitation (2 cases), and gradient increase > 20 mmhg from baseline plus aortic regurgitation (1 case). Between 30 days and 9.5 years after tavr, seven corevalve patients required a redo aortic valve procedure (transcatheter valve-in-valve replacement or surgical aortic valve replacement). Reasons for reintervention included: aortic stenosis (2 cases), central aortic regurgitation (2 cases), and paravalvular aortic regurgitation (3 cases). No additional adverse patient effects or product performance issues were reported.